Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300 mg/dl) during the night. The customer would deliver a bolus via the pump to address the high bg. The customer's healthcare provider changed the customer's insulin sensitivity and carbohydrate ratio settings on the pump to help with the night-time high bg levels.